Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the lead was damaged at implant. The inner tubing was kinked/buckled.

Event description:
It was reported that during the implant attempt the right ventricular lead was repositioned after initial placement, and after counter-rotating to retract the helix, the helix would not extend again. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.